Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation.

Event description:
It was reported that the patient was admitted to the hospital due to low flow alarms. A computed tomography (CT) scan was performed and showed a large thrombus formation in the outflow graft. The graft was exchanged.

Manufacturer narrative:
Section b2: corrected. Section h6, health effect - impact code: corrected. Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted images confirmed the report of outflow graft thrombus; however, a specific cause for the thrombus could not be conclusively determined. The submitted photographs captured the explanted outflow graft and bend relief assembly. The outflow graft was longitudinally cut open by the account and revealed what appeared to be thrombus formation within the lumen of the outflow graft. The origin of this deposition, as well as a specific duration of time for which it was present could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism as a potential late post-implant complication. Additionally, this section outlines the recommended anticoagulation regimen, including inr (international normalized ratio) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient was stable following the outflow graft exchange.